Event description:
In (B)(6) 2014, the patient underwent a left side ifuse si joint arthrodesis where three ifuse implants were placed. The patient complained of leg pain following the initial surgery. A CT scan showed that the third implant was placed too far anterior and may have been impinging on the l5 nerve root. In (B)(6) 2014, the surgeon performed a revision surgery where he removed the third implant. The patient had a slight improvement in her leg pain following the revision.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the complaint is a malpositioned implant impinging on the nerve root.